Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hiv combi pt results from multiple patient samples tested on the cobas e 411 analyzer (rack system). Two examples of discrepant results from the same patient were provided: first patient sample: the initial result was 1.48 cut-off index coi. The repeat result was 1.48 coi. The confirmatory test result was "indeterminate". Second patient sample (after 14 days): the initial result was 1.42 coi. The confirmatory test result was "negative".

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and found an issue with the photomultiplier tube. He replaced the measuring cells. The investigation determined that the event was consistent with a problem with the measuring cell or a sample-specific discrepancy, as the specificity of the elecsys hiv combi pt is less than 100%. The exact cause of the event could not be determined. Product labeling states: "clinical specificity... The specificity of the elecsys hiv combi pt assay was found 99.88 %." "Interpretation of the results: all initially reactive or borderline samples should be redetermined in duplicate with the elecsys hiv combi pt assay. If cutoff index values < 0.90 are found in both cases, the samples are considered negative for hiv-1 ag and hiv-1/-2 specific antibodies. Initially reactive or borderline samples giving cutoff index values of = 0.90 in either of the redeterminations are considered repeatedly reactive. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings." The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue. The investigation did not identify a product problem.